Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had some power spikes and elevations in ldh. There was a concern for pump thrombus as the pt had experienced an isolated power spike after his colonoscopy. The pt was ran on bivalirudin (bival) and elevated speeds and no further episodes ot power spikes were observed. Pt also had a myocardial infarction (mi) and required a stent after his bend relief surgery (ref MFR's medwatch report #2916596-2013-00884 for the bend relief separation). The pt experienced neuro changes and support was subsequently withdrawn.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.